Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump and the pump reset a result. Subsequently, the pump history was missing data and the pump date was incorrect. In addition, multiple temperature alarm occurred when the pump was not exposed to extreme temperatures. Customer was unable to clear the alarms. Customer declined tandem technical support follow-up to confirm what backup therapy method was obtained. Customer¿s blood glucose level was 137 mg/dl.